Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, nine years and four months post-implant of a 29mm sapien xt valve, the patient underwent a valve-in-valve procedure with a 29mm sapien 3 was performed due to stenosis and high gradients. A new sapien 3 valve was implanted successfully.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve degeneration was unable to be confirmed due to unavailability of medical records/procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''approximately nine years and four months post-implant, a viv with a 29mm sapien 3 was performed due to stenosis''. Due to insufficient information, a definitive root cause cannot be determined at this time. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor pra is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include device information received.